Event description:
The rotator has been rupturing during injection. This does not happen on the first injection, it sometimes happens on the seventh injection. There was no report of harm or injury. The customer reported five(5) defective units but has not provided any information or clinical details for the additional events. The customer returned three (3) devices for evaluation/investigation. This single MDR report will be submitted.

Manufacturer narrative:
Device evaluation. Three devices were returned for evaluation. Device 1 was a tubing assembly that is not part of the k10 kit and does not contain a rotating adapter. No obvious damage was identified. Device 2 is a tubing assembly from a k10 kit and had no indication of use. The device was not damaged. Device 3 had obvious signs of use and the rotator was separated. A review of the device history record did not reveal any exception documents. The complaint data base was reviewed and found no similar complaints for this lot number. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This device was produced prior to the implementation of those corrective actions. Complaint data will be monitored to verify effectiveness of corrective actions taken. Evaluation method. Device history record was reviewed, complaint data base was reviewed.